Manufacturer narrative:
(B)(4). D10: medical product: unknown modular arthrodesis collar assembly: catalog#ni, lot#ni; unknown orthopedic salvage system straight stem: catalog#ni, lot#ni. G2: foreign: australia. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Approximately five (5) years and ten (10) months post-implantation, the patient began to experience instability and it was determined that the diaphyseal connector of the arthrodesis system had fractured. Subsequently, the patient underwent revision surgery to replace the affected component. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: oss cmntd prox tib stem 11x150: catalog#150445, lot#905980; oss cemented im stem 15x150: catalog#150369, lot#021200; mod arthro 7 deg lck collar: catalog#cp260602, lot#417990; stryker antibiotic simplex tobra full dose ce: catalog#6197-1-001, lot#tbz003; artisan bone plug canal sizes 13-17mm-cemented: catalog#6215-5-011, lot#cppug12bc; artisan bone plug canal sizes 9-12mm - cemented: catalog#6215-5-001, lot#cppug04bg. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned back for investigation. Photograph provided confirms that the device is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-ray images were provided but were not sent to mmi for evaluation as explant pictures provide sufficient evidence of findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.